Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device was not possible. A review of the mfg records was not possible as no lot number was provided. Csf leakage is a known complication with dural substitutes.

Event description:
It was reported to medtronic neurosurgery that a pt developed swelling at the site of her posterior craniotomy with duraplasty two to three weeks after the surgery. According to the report, a second surgery was performed and a csf leak through the durepair was visible external to the craniotomy site. It was reported that the surgeon was unable to repair the durepair.